Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a syringe. The customer reports there is a crack down the barrel of the syringe. The syringe was discarded by the hospital. Issue was discovered prior to patient use.